Event description:
His loop recorder was explanted after it failed to interrogate. Device was not able to pair with programmer. After talking to aps and trying to establish communication with different programmers, physician decided to explant and replace the device. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device could not be interrogated with a programmer, thus confirming the clinical observation. Inspection of the devices memory contents showed that the device documented many consecutive resets in (B)(6) 2021. The root cause of these resets could not be established. However, it is plausible to assume that the device was subjected to temperatures colder than the specified minimum of -10 c (14 f) during storage or transport. Exposure to temperatures outside this range has been shown to result in this type of malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.